Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side extracapsular rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side extracapsular rupture diagnosed via MRI. Ultrasound report identified, "in the bed of the left implant between its shell and fibrous capsule (in the ¿folds¿ and periprosthetic) there is a minimal accumulation of fluid mainly on the antero-medial surface up to 0.4 cm thick, pain on the left side, signs of edema of the breast tissue, moderate undulations and fibroadenomatosis. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. ¿ device wrinkling: not observed. ¿ pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side extracapsular rupture diagnosed via MRI. Ultrasound report identified, "in the bed of the left implant between its shell and fibrous capsule (in the ¿folds¿ and periprosthetic) there is a minimal accumulation of fluid mainly on the antero-medial surface up to 0.4 cm thick, pain on the left side, signs of edema of the breast tissue, moderate undulations and fibroadenomatosis. The device has been explanted.